Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reports that reservoir compartment was broken and was held together with tape. Customer also reported of reusing supplies due to supplier no longer providing service. Customer was advised that insulin pump would need to be replaced. Customer requested to keep insulin pump for upgrading purposes.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.